Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power on) was confirmed. Upon evaluation multiple components on the defibrillator and computer/analog pca were thermally damaged and the 5.4v, -5v, 1.8v, 5v and 3.3v power supplies were shorted. The cause of the damage was isolated to liquid contamination on the j1003aa connector on the defibrillator board and j1003bb connectors and l2 inductor on the computer analog board. The contamination caused high voltage to travel to the low voltage components on the computer analog board. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.